Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, lesion crossing difficulties and a bent stent was found. In 2004, the target vessel was the diagonal artery which was described as non-tortuous, bifurcated, and 95% occluded. A taxus express2 2.75 x 20 mm drug eluting stent was introduced through the radial artery to the lesion but was unable to cross the area. It was then noted the stent was bent. There were no reported pt complications.